Event description:
Plaintiff alleges as a result of direct and indirect exposure to latex products including latex gloves, plaintiff has developed an allergy to latex and its components, including proteins. Plaintiff spouse alleges he lost the society, consortium and services of his spouse, and suffered an economic loss.